Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: b5, d8, d9 g3, h2, h3, h6, h11. The device was not returned to olympus for inspection and the reported image failure was not confirmed. Because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head displayed a smaller than normal scope image on the monitor. The issue was identified during set up/ inspection for use. There were no reports of patient involvement.